Event description:
The customer stated that a falsely elevated architect ca19-9xr result of 44.75 u/ml was generated for a patient with unknown history. The sample was retested because the result was above the normal laboratory value of 37 u/ml. The retest results were 11 and 19 u/ml. Replacing the sample probe on the architect i1000sr analyzer resolved the issue. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The customer performed troubleshooting including running a wash zone precision test, producibility test, replacing the probe, and running another precision test. The sample in quesion was retested after troubleshooting and precision was acceptable. A review of service history was performed for architect i1sr50134, and no additional service or complaint tickets related to discrepant patient results were found. The architect system operations manual provides adequate information for troubleshooting erratic results including replacing the probe when dirty or partially clogged. Quality metrics were reviewed and no adverse trends for tickets with replacements of the probe were identified. Based on the results of the investigation, not enough information was available to reasonably suggest a malfunction of the probe. No deficiency of the probe or architect i1000sr instrument was determined.